Event description:
During a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The severely calcified, 75-85% lesion was located in the left circumflex artery (lcx). The physician successfully crossed the lesion with a guidant xs portal 190 cm guidewire. The lesion was then predilated with a 2.0 x 9 mm maverick balloon at 14 atms. After predilation the physician attempted to reach the lesion with a taxus express2 3.0 x 12 mm stent. However, was unable to cross the lesion. The physician then took a newman xs 180 cm guidewire and butted it up along the xs support wire. The physician then attempted to reach the lesion with the same taxus express2 3.0 x 12 mm stent, again was ujnable to cross the lesion. The physician then took the same 2.0 x 9mm maverick balloon and dilated the lesion at 14 atms. After the second predilation the physician attempted to reach the lesion with a taxus express2 3.5 x 8 mm stent and was unable to cross the lesion. During the pushing of the stent delivery system (sds), it appeared that the taxus stent may have stripped off from the balloon. The physician then took the same 2.0 x 9 mm maverick balloon and dilated the lesion at 6 atms. The maverick balloon was pulled back all the way through the guide and into the touhy. During fluoroscopy, there was suspicion of a possible lost stent in the proximal lcx around the ostial region. However, following the retrieval of the balloon, the shadow disappeared. An intravascular ultrasound of the touhy and guide catheter was performed using an eagle I ilus. The ultrasound suggested that the lost stent was in the touhy. The whole system was then removed and replaced with a new one. The physician then attempted to cross the lesion with a cordis cypher 3.0 x 13 mm stent, however, was unable to cross the lesion. The physician then inserted a newman xs 182 cm guidewire and was able to deploy the cordis cypher 3.0 x 13 mm stent at 12 atms. The physician went on and completed the procedure with another cordis cypher stent. Fluoroscopy did not reveal any distal embolization of the stent. No injury or pt complication was reported. Pt status is reported to be "satisfactory/good".